Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received 1 nitinol guidewire. Detachment was present on guide wire as coating was removed leaving guidewire exposed. Also received one photo sample of guidewire within holder. In the photo sample received, guidewire is exposed as the coating has flaked off the jacket. Therefore, the reported event is confirmed. Instructions for use were reviewed for this investigation. The labelling was reviewed and found to be adequate. DHR review did not show any problems or conditions that would have contributed to the reported event. Corrections: d, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in a pro clinic when unpacked a ureteroscope guidewire prior to a ureteroscopic lithotripsy procedure, found a middle section of pinched titanium exposed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in a pro clinic when unpacked a ureteroscope guidewire prior to a ureteroscopic lithotripsy procedure, found a middle section of pinched titanium exposed.